Manufacturer narrative:
The device history records review showed that the valve at the time of manufacturing and release met all the criteria needed for this valve. The gross examination showed severe calcification deposits in all the valve leaflets. Note: this report was already sent through web trader on (B)(4) 2014, but due to a system error was not received by FDA.

Manufacturer narrative:
Conclusion: this mitroflow valve was explanted after 10 months due to aortic prosthesis degeneration. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification.)1 it is possible that the patient's clinical conditions and risk factors as reported in their clinical history (hypertension, diabetes, bmi value over 30.4) and their reported medications (hyperlipidemia) may have contributed to the structural valve deterioration observed in this mitroflow valve. Note: this final report was already submitted through web trader on 5 june 2014. Due to a system error FDA didn't receive it.

Event description:
The manufacturer was notified on december 17, 2013 of a mitroflow valve that was explanted on (B)(6) 2013 after 10 months years due to early degeneration.

Event description:
The manufacturer was notified on (B)(4) 2013 of a mitroflow valve that was explanted on (B)(6) 2013 after 10 months years due to early degeneration.